Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while using a 528135 stapler, after being applied the bad position of the staples led to a bad healing of the patient's wound.